Event description:
It was reported that prior to a novasure endometrial ablation the physician performed a hysteroscopy ona retoverted uterus and created a ¿false track in the anterior wall¿. Post ablation the physician performed a hysteroscopy which revealed ¿complete ablation, good distention, and no evidence of perforation. The pt was discharged home. On (B)(6) 2012, the pt presented to the emergency room (ER) with ¿acute abdomen, distention, and has free air and fluid on computed tomography (CT) scan¿. A laparoscopy was performed and the physician noted a ¿uterine perforation and a single site bowel perforation.¿ ¿no cautery/blanching was visible on the uterus. It doesn¿t appear there was a thermal injury to the abdomen other than possibly to the bladder through the uterine perforation site. The urologist oversewed this site after a normal cystoscopy¿. We have been unable to obtain additional information surrounding this event.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complaint. According to the instructions for use (IFU) precautions: a false passage can occur during any procedure in which the uterus is instrumented, especially in cases of severe anteverted, retroflexed or a laterally displayed uterus. Use caution to ensure that the device is properly positioned in the uterine cavity. (B)(4).